Event description:
It was reported that a legend ehs master console (ec300) with an attached foot pedal (ef200) started running at 800 rpms by itself. No one was near the console or the foot pedal at the time of the unintended activation. There was no user or patient injury as a result of this event. Note: this MDR is for the console. The foot pedal will be reported on a separate MDR using the same patient identifier ((B)(6)).

Manufacturer narrative:
Analysis results: confrimed customer's complaint. Replaced motor control board. Reinstalled software and cleared buffers. Unit was tested and passed all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device was not returned, therefore no evaluation could be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.